Event description:
Information received suggests that patient underwent hip revision procedure due to polyethylene wear and loose acetabular cup. Review of radiographs and invoice history revealed that patient underwent total hip arthroplasty on (B)(6) 2009 and was subsequently revised on (B)(6) 2010. No further details have been provided to date.

Event description:
Information received suggests that patient underwent hip revision procedure due to polyethylene wear and loose acetabular cup. Review of radiographs and invoice history revealed that patient underwent total hip arthroplasty on (B)(6), 2009, and was subsequently revised on (B)(6), 2010. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #4 - loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report filed (B)(6) 2010.

Manufacturer narrative:
It is likely that the screws that were used in the procedure may have lost purchase and backed off causing the indentation of the poly-liner. Under such circumstances, the shell would have some degree of micromotion that may result in fibrous encapsulation leading to revision of the implant. (B)(4).